Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25 navitor valve was successfully implanted in a patient with a previously noted complete right bundle branch block. It was noted post-implant that the patient developed a complete atrioventricular block. The patient was noted as having anatomy that could contribute to the need for a pacemaker. On (B)(6) 2022, the patient's rhythm was noted as being an intermittent sinus rhythm, but the atrioventricular block was again detected. The decision was made to implant a permanent pacemaker.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have calcification extending beneath aortic annular plane in the interventricular septum, the patient had valve implanted at a final depth of 3mm non-coronary cusp and 4mm left coronary cusp, and the patient had a complete right bundle branch block (crbbb) and intermittent sinus rhythm. After the navitor valve was implanted, the patient developed a complete atrioventricular block. Per case details, it is thought that the patients anatomy caused the reported event or possibly a non-abbott valve led to the pacemaker implant as well. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
Subsequent to the previously filed report, additional information was received: prior to procedure the patients rhythm was sinus. The device was implanted using a small flexnav delivery system. The atrioventricular block was again detected by electrocardiogram (EKG).the final implant depth was 3mm non-coronary cusp and 4mm left coronary cusp. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.